Event description:
A surgeon reported that three weeks after an intraocular lens (iol) was implanted, she noticed cells growing onto the anterior surface of the iol caused the pt to have decreased vision. Approximately three months later, she treated the cells with a yag laser procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).